Event description:
On (B)(6) 2005 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2009 a computed tomography (CT) scan of the abdomen showed that the greenfield vena cava filter showed no abnormalities. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen showed intravenous vena cava (ivc) filter was present with the apex at lower margin of l1 located posterior intraluminal ivc. Distal limbs were slightly peripheral approximately 2 millimeter anteriorly, on the left posteriorly.